Event description:
The healthcare provider reported that telemetry confirmed a critical alarm was occurring, safe state occurred. The patient did not mention hearing an alarm. The logs show stand alone safe state on (B)(6) 2015. The patient had ¿sickness and vomiting¿ on that day and 2 days later was in the hospital for pancreatitis. The patient was in more pain today the day of the report. It was noted that the patient was in min rate mode when the patient came in today due to safe state. The hcp planned to talk with the physician and check on dose per day and would program pump out of safe state. On (B)(6) 2015 it was further noted that the reporter did not know if the pump was programmed out of safe state. The reporter only had a print report dilaudid 10mg/ml , min rate .059mg/day the print report, dated (B)(6) 2015 @ 1434. The refills were always done at a pharmacy not a clinic. The reporter planned to contact them to obtain a current session report to see the pump was programmed out of safe state. The patient would be undergoing a revision at the end of march. The pump was used to deliver dilaudid. Patient outcome not reported. Further follow-up is being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# l58356, implanted: (B)(6) 1999, product type catheter; product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).